Event description:
The event occurred on an unspecified infusion pump in the nicu (newborn intensive care unit). It was reported that at 1600, the "med" pump alarmed indicating that they lipid syringe was almost empty when it should have had an hour and 45 minutes left to infuse. There were no remaining lipids in the syringe so the customer turned off the pump. The total volume that was supposed to infuse was 18ml, however, the pump indicated that 16.4ml had been infused. It was not clear if the patient received the full 18ml at a quicker rate somehow, or if the patient did not receive the full 18ml. The volume and rate had been programmed correctly. The md was then notified and no new orders were given. There was patient involvement, however, no harm was reported as a consequence of this event.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
Updated information can be found in d1, d4 and g4.